Event description:
It was reported that the devices were entrapped. A truselect microcatheter and a fathom 14 guidewire were selected for use. During the procedure, the guidewire would not track through the microcatheter easily, and there was difficulty removing the guidewire from the microcatheter. Both devices had to be removed together from the patient. The procedure was completed with a new truselect and a new fathom. There were no patient complications as a result of this event.